Event description:
Mesa rod slip identified two weeks post-operatively at the left s1 screw in a l2-s1 construct. The patient was re-operated on and the rod replaced.

Manufacturer narrative:
The representative has indicated that the surgeon observed that the rod had slipped in the left s1 screw approximately 2 weeks post-operatively. No additional slip was noted at the 3 week interval. Because the left s1 screw was securely placed, the surgeon opted only to replace the rod and left the screw intact. As a result, the screw has not been and will not be made available for evaluation however, the rod ((B)(4)) was returned. The manufacturing records of the two screws at s1 (one of which is the subject of this incident - lot # bkexa or rta - manufactured in april 2011 and march 2013) and rod (lot#txu manufactured august 2011) have been reviewed and there were no manufacturing or material discrepancies noted. The parts were made according to specification. The preliminary analysis of the rod does not reveal any contributory factors. Radiographic images were made available and have been reviewed. Based on the images provided, it appears that the rod may have been cut too short - not leaving the 5mm overhang recommended in the surgical technique. The patient's progress will continue to be monitored, as will incidents of this nature.